Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found the balloon was damaged as it fell out of the patient body. This event occurred 6days after of use.

Event description:
It was reported that the user found the balloon was damaged as it fell out of the patient body. This event occurred 6 days after of use.

Manufacturer narrative:
The reported event was confirmed, however the cause is unknown. Evaluation of the returned catheter sample confirmed that the balloon was damaged. A potential root cause could be due to a "high modulus latex". As the root cause is unknown it cannot be determined if the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Without a corporate lot number, tray #, or the original packaging the IFU obtained with the sample cannot be determined. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found the balloon was damaged as it fell out of the patient body. This event occurred 6 days after of use.